Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system was hanging or freezing. Upon troubleshooting rse found that the gui clinical application was hanging. The philips field service engineer (fse) inspected the system onsite and found that there were some loose connections in host pc. To resolve this issue, fse reseated the hard disk and all connections in the host pc. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome. Device problem code was updated correctly.

Event description:
It was reported to philips that the system was hanging/freezing, which can impact imaging. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.